Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: sc-2138-70, upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 7073701/7072686.

Event description:
It was reported that the patients ipg incision site has opened. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.